Event description:
It was reported that the pump screen was broken and the screen remained black. There was no reported impact to the customer¿s blood glucose level. The customer was sent a replacement pump for insulin therapy.